Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a "replace sensor" message from the adc device. The customer was able to be contacted and indicated they experienced symptoms of hypoglycemic including shakiness, sweating, and fast breathing. The customer's partner provided them with coca cola and digestive biscuits for treatment. There was no report of death or permanent injury associated with this event.